Manufacturer narrative:
Failure analysis: inspected 1 random opened/used sensor and performed visual and found sensor cannula bent and electrode separated from cannula tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she was having issues with transmitter. Its wire is getting bent; she is on third one in 3 days. Sensor is showing sensor glucose lower than blood glucose of 300mg/dl. She treated it with shot. The customer reported it was saying sensor glucose was low, stayed at 135mg/dl, she calibrated with blood glucose of 400mg/dl and this was saturday morning. The customer declined troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.